Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient had a sudden return of symptoms about 6 months ago: leakage, accidents. The patient stated they did not feel stimulation and the therapy was confirmed to be off. The patient turned on the therapy and the issue was resolved. The patient had pressed the stim off key during the call so it was unknown if it was off prior to the call. The patient reported they had fallen and broke their tibia in (B)(6) 2015 and had not seen their healthcare provider (hcp) to see if the fall caused damage to the device. The symptom return was reported to have worsened after the fall. The patient had increased to 8.5, on all four programs in one day without making incremental increases to stim over time, and did not notice immediate results. The rep later reported that the patient had a MRI on (B)(6) 2016 related to the broken leg in (B)(6), and notified the rep was notified of a power on reset (por). The impedances were checked multiple times with the amp limits up to 2.5 and all were over 4000 ohms. The amplitude was up to 8.5 on all leads. The patient was being scheduled for a revision. The patient's medical history included multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.